Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the conductor was obstructed by foreign material. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire would not pass through the lead. The lead was not implanted. There was no patient involvement.